Event description:
The customer reported to customer service that her power cord would not power her pump. When the transformer was received at medela, the qe evaluation found a breached transformer, which is a safety risk.

Manufacturer narrative:
A replacement transformer was sent to the customer. When the transformer was received at medela, it was determined to be breached, which is a safety risk. The issue with the damaged transformer housing for the pump in style device is being addressed under (B)(4).